Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having bent cannulas. The customer stated he had changed out his infusion set eight times and the issue persists. He also stated when his cannula bends, a leak also occurs. The customer's blood glucose was 472 mg/dl. The customer had treated his high blood glucose with a bolus delivery. The customer also stated his high blood glucose was due to having bent cannulas. Customer also stated he believed the quick serter was causing the bent cannulas. Customer was advised of the proper techniques of site insertions. No additional information provided.